Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (38-68 mg/dl). The low levels were reported to be due to overcorrection and sometimes due to extra physical activity. Glucose tabs or candy would be consumed to address the low bg. As the events had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.